Event description:
A patient reported blood glucose results of 5.3 mmol/l, 9.3 mmol/l and 3.3 mmol/l with a lifescan meter, performed within 1 minutes of each other. Meter and test strips were replaced.